Event description:
It was reported that heart failure occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned, and a watchman laa closure device & delivery system (wds) were used. During use of the was during the procedure, the was kinked. The patient's heart failure was aggravated, and the patient experienced hypotension. The procedure was aborted due to safety concerns. No further patient updates are known.

Event description:
It was reported that heart failure occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned, and a watchman laa closure device & delivery system (wds) were used. During use of the was during the procedure, the was kinked. The patient's heart failure was aggravated, and the patient experienced hypotension. The procedure was aborted due to safety concerns. No further patient updates are known. It was further reported that the patient complained of shortness of breath and edema of their lower limbs. The blood pressure monitor confirmed a decrease in blood pressure compared to baseline, however, the baseline value was poor. The procedure was ultimately not completed due to the decrease in basal blood pressure during the procedure and the patient expressing discomfort. The patient was discharged home two days post procedure. There was no date set for potential future laa treatment for this patient.

Event description:
It was reported that heart failure occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned, and a watchman laa closure device & delivery system (wds) were used. During use of the was during the procedure, the was kinked. The patient's heart failure was aggravated, and the patient experienced hypotension. The procedure was aborted due to safety concerns. No further patient updates are known. It was further reported that the patient complained of shortness of breath and edema of their lower limbs. The blood pressure monitor confirmed a decrease in blood pressure compared to baseline, however, the baseline value was poor. Diuretics were given following admission. The procedure was ultimately not completed due to the decrease in basal blood pressure during the procedure and the patient expressing discomfort. The patient was discharged home two days post procedure. There was no date set for potential future laa treatment for this patient.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath unsnapped, and blood in the hub. The device was visually and microscopically inspected. Inspection of the hub, sheath and tip revealed tip damage as the tip was folded outward and there was polytetrafluoroethylene (ptfe) delaminating from the inner sheath wall. The sheath was kinked 4cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported sheath kink as the sheath was kinked. Product analysis could not confirm the reported events, as clinical circumstances could not be replicated.

Manufacturer narrative:
B7: other relevant history - updated with additional patient medical history.

Event description:
It was reported that heart failure occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned, and a watchman laa closure device & delivery system (wds) were used. During use of the was during the procedure, the was kinked. The patient's heart failure was aggravated, and the patient experienced hypotension. The procedure was aborted due to safety concerns. No further patient updates are known. It was further reported that the patient complained of shortness of breath and edema of their lower limbs. The blood pressure monitor confirmed a decrease in blood pressure compared to baseline, however, the baseline value was poor. Diuretics were given following admission. The procedure was ultimately not completed due to the decrease in basal blood pressure during the procedure and the patient expressing discomfort. The patient was discharged home two days post procedure. There was no date set for potential future laa treatment for this patient.